Event description:
Medtronic received a report that while pushing the solitaire into the rebar-18 microcatheter, there is a resistance felt and feels like the stent is not moving forward. The resistance was in the distal section of the catheter. The pusher wire of the stent is behaving like a spring and not transferring force into the stent. The doctor immediately decided to change the stent. The reported device and any accessory devices were prepared as indicated in the IFU. The vessel was not tortuous.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis inside an introducer sheath, a sealed biohazard bag, and a shipping box. The reported rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr4-4-40-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and no defect was noted on the marker coil. No damage was noted on the pushwire, and no other anomalies were found. Testing/analysis: the solitaire fr4-4-40-10 stent device was tested for resistance using an in-house rebar 18 catheter with an inside diameter (ID) of 0.021 inches. The solitaire stent passed through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was not confirmed, as no issues were encountered while testing for resistance. At the same time, no damage was noted on the returned solitaire fr4-4-40-10 stent device. Therefore, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, it was reported that the vessel was not tortuous, and the reported rebar 18 catheter was compatible with the solitaire fr4-4-40-10 stent device, ruling out vessel tortuosity and incompatible catheter as possible causes. A damaged catheter and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Since the reported rebar 18 catheter was not returned, any contribution to the reported failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.